Event description:
Boston scientific received information that during a change out procedure for normal battery depletion, the physician did not unscrew the proximal setscrew on the right ventricular (rv) port. When the physician tugged on the rv lead to remove it from the header, the insulation was damaged and the pin separated from the lead. Subsequently the rv lead was cut and surgically abandoned. The device was explanted and the pin of the lead remained in the header. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.